Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening. (B)(4) applies to lead only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient stated that lead has migrated and they tried both sides. No patient symptoms and no further complications have been reported as a result of this event.